Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during cataract surgery with an intraocular lens (iol) implant, some particular matter was noticed on the iol. The iol was removed from the eye during the procedure and replaced with another iol to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Corrected and additional information was provided in d.4. And h.4. Additional information was provided in h.3., h.6 and h.10. Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The root cause may be related to a failure to follow the directions for use. There have been no other complaints in this lot. The manufacturer internal reference number is: (B)(4).